Event description:
As reported by the user facility: one set has a hole in it somewhere on tubing and the other set has a bad leak at y port closest to spin lock. Blue piece is placed weird. No injuries, although large chemo spill in pt's room. Add'l info provided by the facility indicated that after further investigation with the chemo nurse involved in the incidents it appears that both incidents were related to the plunger being depressed down inside the distal ultrasite y valve on both sets. No further info was available on the mating syringe part used to access the valves. The samples were discarded and will not be returned for eval. No one suffered any adverse sequela associated with the incidents.

Manufacturer narrative:
The actual samples and the mating syringe part were discarded and were not made available to the MFR to be evaluated. Without the samples and the mating syringe part a thorough evaluation could not be performed. Although no inventory remains of the reported lot, the house retain samples for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples passed the leakage test and exceeded the minimum joint separation design spec, passing the joint integrity test. Additionally, all the ultrasite y-site valves on the house retain sets were accessed with a b. Braun mating syringe. The plunger was noted to return back to the original position after accessing. There are no other reports of this nature against the reported catalog number or lot number.